Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity c calcium results for multiple samples. The following data was provided (units of measure is mmol/l, customer reference range is 2.1 to 2.6 mmol/l): sid (B)(6): initial result = 3.41, repeats = 3.82, 2.60, 2.60, 2.69 sid (B)(6): initial result = 5.57, repeats = 2.41, 2.42 sid (B)(6): initial result = 4.60, repeats = 2.39, 2.41 the customer is questioning the first repeat result for sid (B)(6) and the initial results for the other sids. No impact to patient management was reported.

Manufacturer narrative:
Corrected information in section d4 - primary UDI number section d10 concomitant product complete information: alnty c processing modu,(B)(6).the complaint investigation for falsely elevated alinity c calcium results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue a review of tracking and trending did identify an increase in complaints for list number 07p57, however, an increase in complaint activity for lot number 36342un25 was not identified. A review of field data shows the median population result for the complaint lot is within established limits, indicating that the lot is performing acceptably in the field. A review of the device history record did not identify any nonconformances or deviations associated with the lot number and complaint issue. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency with the alinity c calcium assay for lot 36342un25 was identified.all available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated alinity c calcium results for multiple samples. The following data was provided (units of measure is mmol/l, customer reference range is 2.1 to 2.6 mmol/l): sid (B)(6): initial result = 3.41, repeats = 3.82, 2.60, 2.60, 2.69, sid (B)(6): initial result = 5.57, repeats = 2.41, 2.42, sid (B)(6): initial result = 4.60, repeats = 2.39, 2.41 , the customer is questioning the first repeat result for sid (B)(6) and the initial results for the other sids. No impact to patient management was reported.